Event description:
According to the customer, she was walking with the rollator on (B)(6) 2025 when the "wheel came off" causing her to fall and "hit her head on the foot of her bed".

Manufacturer narrative:
According to the customer, she was walking with the rollator on (B)(6) 2025, when the "wheel came off" causing her to fall and "hit her head on the foot of her bed". The customer reported she her hip was "sore", and she had a "lump" on her "head" after the fall occurred. The customer reported she went to her physician and was prescribed "promethazine for dizziness". The customer reported the "lump" has gone down and the "dizziness" has improved. The customer did not report any serious injury related to the reported event. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.